Event description:
The reporter states that the lancet does not retract back into the cap of the accu-chek softclix lancet device. It was not confirmed that the lancet did not retract before or after firing the lancet device. No action taken or treatment given based on the lancet device issue. No accidental stick or adverse event reported. New lancet device with lancets sent and return of suspect device requested.